Event description:
A pixel issue on the pump display was reported, which affected the customer's ability to interact with and read the pump screen. There was no adverse impact on the customer¿s blood glucose level. The customer did not disclose an alternate method of insulin therapy.